Manufacturer narrative:
Product passed functional testing using six different blades at variable rpms for extended periods of time in forward, reverse, and oscillate modes. Motor temp normal throughout testing. No problem was found. (B) (4).

Event description:
Following arthroscopic decompression of the shoulder, the pt presented with 3 small burns to the shoulder close to the incision sites. The shoulder had difficult access and the use of the shaver was prolonged. The scrub nurse noted the hand piece felt warmer than usual following use but was not uncomfortable to hold. The instrument was isolated after use, decontaminated then tested by hosp ebme dept. No electrical fault was found with the handpiece or the power unit.